Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 900mg/dl. The customer stated that she was sick and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found battery alarms, low reservoir, no delivery, and motor error alarms. Further testing could not be performed as customer is in the hospital and does not have extra supplies. The caller stated that the physician requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.